Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 39 months, oversensing was reported. No further details such as explant date were reported. Should more information become available, this report will be updated. The lead was not returned to biotronik. No adverse patient side effects have been reported.